Event description:
It was reported that pump experienced malfunction code 16, which caused customer¿s blood glucose to rise to a high level, though the exact value was not known. No information was provided regarding any adverse impact beyond elevated blood glucose. Customer initially had not taken any action and was unable to reset pump, so technical support provided pump reset instructions; customer later completed pump reset independently, after which pump functioned correctly, and was advised to follow up if any further malfunctions occurred.